Manufacturer narrative:
The external visual inspection revealed a damaged electrode array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode array. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a damaged electrode array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode array. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The hybrid visual inspection revealed non-conductive epoxy encroachment at one of the components. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. A supplier car was implemented. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a damaged electrode array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode array. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed one of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.